Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: during investigation, the battery compartment was cracked on the side at the threads, and above and below the bumper pad. The returned battery cap was able to attach to the pump. Unrelated to the original complaint, the cartridge compartment was damaged near the threads. The returned cartridge cap was able to attach to the pump. Additionally, moisture corrosion was found inside the battery compartment. A leak test was performed and failed verifying a leak in the battery compartment, and the cartridge compartment. The pump cover was removed to find no further evidence of moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.